Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported receiving a no delivery alarm while trying to fill the tubing: the tubing detaching completely with one infusion set, then receiving the alarm when priming the tubing with another set. During troubleshooting it was advised that changing the reservoir resolved the issue. The customer was advised to discontinue use of the reservoir and to return it for analysis and a replacement. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.